Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case, bottom case and left plunger case were cracked. The pump event history log was reviewed and motor not running was found. Occlusion test was performed and the reported issue was duplicated. The root cause of the reported issue was found to be normal wear as the device was over 7 years old and has not be serviced in the past 7 years. Actions were taken to mitigate the reported issue: replaced main board, stepper motor, worm gear, motor bracket, leadscrew, delrin washer, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed. UDI information is unknown. This remediation MDR was generated under protocol b10009704, as a result of warning letter (B)(4).

Event description:
It was reported that the motor was not running. No patient injury was reported.